Event description:
Customer reported a flash, then the images were darker after that. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the image intensifier. System operated as intended.